Event description:
Rayner intraocular lenses limited received notification from the (B)(6) hospital of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided to rayner by the rayner sales specialist who was present during the procedure states, "one implantation into the eye, the nozzle tip was placed into the capsular bag, the plunger was depressed and the first haptic and optic came out fine. The trailing haptic was caught and I therefore advised the surgeon to try and retract the plunger and to then depress again to try and free the lens but a vacuum caused the lens to pull back into the injector. On looking down the microscope, the surgeon identified that the blue plunger had extended beyond the injector tip."

Manufacturer narrative:
(B)(4). The rayner sales specialist had advised rayner of the corrective action taken by the healthcare facility and comments that the scrub nurse was about to pass a knife to cut the haptic away but the lens 'popped out.' The haptic was fully intact upon ejection from the injector and the lens was successfully implanted without any adverse effects to the pt. Our review of production records for the r-inj-01 injector batch b271 showed all manufacturing and quality checks were conducted for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of production records from the month of MFR of the r-inj-04 injector (march 2012) confirms that no other incidents, of any type, have been received against the r-inj-04 injector batch b271. The r-inj-04 injector has been returned to rayner for analysis. The results of the analysis performed will be provided in a follow-up report. The r-inj-04 injector subject to this report was supplied as part of a system pack. The r-inj-04 injector is available in the USA; however, is only available as a stand-alone product.